Event description:
It was reported the intellivue multi measurement server x2 was displaying a speaker malfunction error message. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Additional information was received which confirmed that the device did not produce sound. The customer received remote application assistance from a remote support engineer (rse) who found that the speaker assembly was defective and needed to be replaced. The customer was provided with a replacement ms_x2 assy cbl x2/mp2 speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone# : (B)(6).